Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the damage near the drive support cap and motor error alert. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. Troubleshooting was performed. Customer was not able to rewind the insulin pump due to motor error alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Motor error alarm during rewind due to jammed motor gear box. Unable to perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during the rewind test. No loose drive support cap noted during visual inspection.